Event description:
Information received by medtronic indicated that the customer received pump error 43. Troubleshooting was performed and it was found that the display on the insulin pump was blank and the issue was not resolved even after restarting the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin infusion pump, which is marketed in the united states.

Event description:
Customer stated that the insulin pump had insulin pump error alarm.

Manufacturer narrative:
Retainer ring = black; case type = ngp. Customer returned pump for alleged blank display and pump error 43 alarm found on (B)(6) 2023. Pump failed to boot up properly, flashing white screen was noted. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test, and self test due to flashing white screen. Test p-cap and reservoir locked properly into the reservoir compartment. Unable to download pump history files and traces using thus software due to flashing white screen. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly (pcba 1 and pcba 2), force sensor, motor, and keypad flex connecting cable. The following were also noted during visual inspection: battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, keypad overlay texture damage, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for pump error 43 and blank display due to flashing white screen. Unable to download was confirmed due to flashing white screen. Flashing white screen was confirmed due to moisture damage on the lcd flex circuit and the j7 connector. Moisture damage was confirmed found on the battery tube, electronic assembly (pcba 1 and pcba 2), force sensor, and keypad flex connecting cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act the initial report was submitted with missing information. The information had been updated and provided with this report in section b5.